Manufacturer narrative:
Stryker evaluated the device and was not able to duplicate or verify the issue. The technician was unable to find any evidence of device failure. The cause for the reported issue could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's pads would not read the patient's rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased and a clinical review will be completed to determine device contribution.

Event description:
The customer contacted stryker to report that their device's pads would not read the patient's rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased and a clinical review will be completed to determine device contribution.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined that the device use did not contribute to the patient outcome. The patient was down >10 minutes prior to ems arriving and CPR was not performed during that time, and the delay the malfunction caused was less than one minute and CPR was performed during the delay.